Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with missing end cap sticker, minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.